Event description:
Upon interrogation an error was displayed stating elevated power consumption. The device was reset and the error message was gone. (B)(4) 2015 - update: upon interrogation the device displayed an elevated power consumption error. Device explant was recommended.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status mos2. The device was implanted for 18 months and 11 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.